Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A gore viabahn endoprosthesis was used during the treatment of an av fistula. The device was positioned and deployed without incident. After the delivery catheter was removed, it was discovered that the distal tip of the catheter was missing. No noticeable complications were noted during the catheter withdrawal. Attempts to snare the distal tip were unsuccessful. Another device was deployed which successfully entrapped the distal catheter tip between the device and the vessel wall. The pt was fine post procedure.